Event description:
.

Manufacturer narrative:
Investigation could not be complete, no conclusion could be drawn as no device was returned. The mfg documents were reviewed and no complaint related issues were found.